Manufacturer narrative:
The lead was returned due to dislodgement. A complete stretched lead was returned in one piece with the helix retracted and clogged with body fluid and tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented at clinic for a right ventricular lead explant procedure. During the procedure, the patient's right atrial (ra) lead was dislodged. The patient's ra lead was explanted and successfully replaced. The patient was stable.